Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break after the operation was complete? Did the suture break during the procedure? Was the procedure on (B)(6) 2017? Did the suture break on (B)(6) 2017? Was there any medical or surgical intervention performed for this patient? The actual device batch number associated with this event is not known. Six possible batch numbers are reported as follows: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. The anastomosis was gaping. Currently the patient is recovering. Additional information was requested.